Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: during testing, the battery compartment was observed to be cracked. There was evidence of moisture corrosion in the battery compartment and the pump failed a leak test at the battery compartment. The down arrow keypad button was under responsive. Evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6). (B)(4)

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, moisture corrosion in the battery compartment, a leak test failure, and a keypad button response issue with contamination under key contacts. This report is made based on results of investigation completed on 11/19/2015.